Manufacturer narrative:
Date rec¿d by MFR : 11jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported failed air flow accuracy issue. The manufacturer¿s field service engineer (fse) remotely provided flow sensor part number to address the reported problem. The customer confirms the issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Date of report: 23oct2019. The defective component on the air flow sensor (pcba) printed circuit board assembly caused the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported failed air flow accuracy test. There was no patient involvement.